Manufacturer narrative:
Exact date unknown, event occurred a while ago. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 16058328.

Event description:
It was reported that the patient was experiencing inadequate stimulation. All device components were explanted and will not be returned. No further information has been obtained despite good faith efforts.